Event description:
During an open reduction internal fixation of the right ankle on (B)(6) 2013, the surgeon inserted a 1.1mm threaded guide wire. The surgeon was unhappy with the trajectory angle and while backing out the guide wire, the guide wire sheared off at the distal end. The distal end of the wire was left in the patient in the talus bone and the top portion of the wire was removed with a wire driver. It was reported that the wire broke where the treads meet the shaft. The surgeon obtained another guide wire and continued reducing the fracture. No additional time was added to the surgery was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The distal end of the wire was left in the patient in the talus bone and the top portion of the wire was removed with a wire driver on (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.